Manufacturer narrative:
A maquet field service technician was on site and investigated the unit . The technician found the compressor not turning on during start up. The compressor relay is buzzing, the compressor fan is functional. The cardioplegia side pump did not starting up consistently. The cycle power and both pumps pass the start up test but the compressor is still not turning on. The compressor will be replaced and the device will be returned for clinical use. A supplemental medwatch will be submitted when additional informations becomes available.

Event description:
The customer stated that the (B)(4) did not produce enough ice. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician recommended that the device should be returned to the service depot for evaluation and repair. At the depot, the compressor was found to have shorted winding and was replaced. Also replaced was the 20a breaker and discoloured terminals and wires in the lower power supply. A pm, functional and safety tests were carried out as per the service manual. All tests passed and the device was returned to the customer. There was no patient injury or involvement.

Event description:
(B)(4).